Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres. The device was removed without any issues. The procedure was completed with a different device. No patient complications were reported and the patient is in good condition.